Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasovoew 7 xb dissection device did not smoothly insert through harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. A visual inspection was performed. The vv7 bisector was returned inside the cannula. No visual defects were observed. The bisector was inserted and retracted through the adaptor port of the harvesting cannula. The vv7 bisector slid normally. There was no resistance felt which could be called inappropriate. A second investigator was also able to insert and retract the vv7 bisector into the cannula with no difficulty. Based on the investigation and device as returned. The reported failure mode, "mechanical issue" was not confirmed. There is no existing CAPA/fir for the reported failure mode; no escalation is required at this time since the reported failure mode was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasovoew 7 xb dissection device did not smoothly insert through harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.